Event description:
Information was received regarding a cadd solis vip pump being used for chemotherapy. It was reported that patient had her chemotherapy pump for 48 hours. The pump alarmed "end of infusion" within a deadline with a residual volume indication of 0, but when the nurse was removing the infusion, the nurse realized that the chemotherapy had not been administered. During the monitoring visits, the green light was on (pump on) with "continuous" displayed and she could hear the pump running. The clamp was free and the residual volume was steadily decreasing in the upper left display. The nurse had no reason to open the bag. There were no alarms triggered (cassette not attached, occlusion). As a result, patient's chemotherapy was postponed for one week.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. The device was received for evaluation. During visual inspection, labels were undamaged, and no physical damage was found on the pump. No problems were found with the programmed delivery in the event history log. During functional check, the reported issue could not be duplicated. Investigation found no issues with the device delivering. The pump was tested and was found to be functioning properly and delivering within specification. Root cause is unknown. No action taken.